Manufacturer narrative:
Device evaluation: one smiths medical medfusion pump was returned for analysis with no physical damage. Event log history was performed and indicated that primary audible alarm post bgnd was recorded in history. During analysis, the reported issue was unable to be duplicated. Service replaced the speakers for preventive. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that an error bgnd primary audible alarm test was experienced. Additional information received via email and attached by smiths medical on 29-oct-2021: there was no patient involvement.